Event description:
Woke up with severe burning in the eyes as well as extreme redness. I could not open my eyes, and my vision was very blurry. Went to the emergency room, was diagnosed with an infection but unsure of exact infection. Saw an eye doctor specialist and was diagnosed with an ulcer on my cornea. A few days later, amo contact solution was recalled and I was using that solution. This solution was noted to cause severe eye infections which could have been linked to my eye infection and corneal ulcer. Throughout this week with an ulcer my eyes were very painful, red, burning, and itchy. My vision had gotten worse and cloudy for a week in which I could not see as clear as I should be able to. Within the last 3 months, I have had many occasions of eye infections all in which I was using amo contact solution that was recalled. Adverse reaction to amo contact solution !!!!! Dates of use: a year and half to 2 year. Diagnosis or reason of use: contact cleaning solution. Event abated after use: no.